Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2025 that the patient had performed a system controller exchange a few weeks ago due to an alarm. It appeared the system controller that had been exchanged had damage to the white power cord which prompted the alarms. Log files were submitted for review and captured a cluster of pulsatility index (pi) events from 31may2025 to (B)(6) 2025.

Manufacturer narrative:
Section b3: date of event has been estimated. Manufacturer's investigation conclusion: the reported events of the system controller (serial number: (B)(6) alarming and having a damaged white power cable was unable to be confirmed. The controller was not returned for analysis. No log files from the event controller, photos of the damage, or other documentation were submitted for review. Provided information indicated that the system controller was exchanged by the patient and that the event date was unknown. The root cause of the power cable damage and unknown alarm were not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.